Event description:
Country of complaint: (B)(6). Complaint description: the thread cuts during surgery.

Manufacturer narrative:
Us agent notification received: (B)(4)2014. Complaint description: the customer said that the thread cuts during surgery, and it goes out from the needle. Samples received: (B)(4) unopened race-packs and 2 opened (one of them with the needle detached from the thread and the other one the race-pack is empty, without suture inside). No further patient information and/or surgery delay information was provided at the time of this report. Corrective/preventive actions: not applicable.